Event description:
Info received indicates the knee section will rise on its own.

Manufacturer narrative:
When the facility removed the bed's pendant, the knee section would no longer move unintentionally. The facility replaced the pendant to repair the bed.